Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the battery was faulty. A field service engineer logged into admin user account found the page file was growing too large escalated the issue to technical support specialist. Tss dialed into the station found station was working properly, also find in event viewer ID 41, the system has rebooted without cleanly shutting down first, this error could be caused if the system stopped responding, crashed, or lost power unexpected, then advised replacing battery. Fse replaced battery and station booted successfully but delayed up to 20 minutes, found station page file bloated and c drive space was running out, as tss advised closing the case and customer had opened new work order for escalation. Customer verified back up battery working normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and displayed a black screen, not loading on a critical patient unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.